Manufacturer narrative:
This report is being submitted to correct the patient codes and impact codes fields (h6) in section h, device manufacturers only.

Event description:
It was reported that one of the patients leads migrated and the patient experienced inadequate stimulation despite reprogramming done. Lead migration was confirmed via x-ray. The patient underwent a revision procedure wherein the old leads were repositioned back and new leads were added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090911.

Event description:
It was reported that one of the patient's leads migrated and the patient experienced inadequate stimulation despite reprogramming done. Lead migration was confirmed via x-ray. The patient underwent a revision procedure wherein the old leads were repositioned back and new leads were added. The patient was doing well postoperatively.